Event description:
The customer contact reported the pt received more medication than intended. At 2200, the device was programmed to deliver an unspecified concentration of protonix 500 ml, at a rate of 8 ml/hr, and the delivery was started. No further programming parameters were provided. At 0400, it was reported that upon return to the pt's room, the nurse noted that approx "twice" the expected volume of protonix had been delivered. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed at an unspecified time using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.